Event description:
It was reported there was a confirmed motor stall noted in event logs with no motor stall recovery recorded. The patient fell 2 days prior to the report date, and the motor stall had occurred on the date of report at 0424 with no recovery. It was noted that the alarm was audible at the time of report and was silenced by the healthcare provider (hcp). The patient was going to be supplemented with oral medication. The pump was used to deliver morphine and bupivacaine. It was later reported the pump was programmed to a minimum rate mode. The reporter indicated that an alarm was heard by the patient, which corresponded to the time of the motor stall which was subsequently discovered. It was later reported following the patient¿s fall, the pump stopped working and was subsequently replaced on (B)(6) 2013. It was noted the patient experienced a fracture in the thoracic area related to the fall. The morphine was later identified as infumorph. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated the concentration and dose of the pump medication was not known. It was said the patient did not report any symptoms. The cause of the stall was not known. The patient¿s pump was turned on in the hospital, but it was unknown how the patient was doing thereafter.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n186495011, implanted: (B)(6) 2009, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).